Event description:
It was reported that the bd intima-ii¿ closed IV catheter system tubing clamp failed to work while drawing the sodium chloride injection, and the patient's blood leaked out. The following information was provided by the initial reporter, translated from chinese: "on (B)(6) 2023, the patient underwent a tcd foaming test. It is necessary to use the bd indwelling needle to complete three injection operations, and the test time: 15-30 minutes/person. After the first injection, the nurse closed the tube sealing clip, and when the syringe was separated to draw sodium chloride injection, the tube sealing clip failed to work, causing the patient's blood to leak about 10ml. The operating nurse immediately folded the hose to prevent the patient's blood from leaking out. It did not affect the patient's current inspection test, and the patient had no adverse reactions."

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly.  Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
On (B)(6) 2023, the patient underwent a tcd foaming test. It is necessary to use the bd indwelling needle to complete three injection operations, and the test time: 15-30 minutes person. After the first injection, the nurse closed the tube sealing clip, and when the syringe was separated to draw sodium chloride injection, the tube sealing clip failed to work, causing the patient's blood to leak about 10ml. The operating nurse immediately folded the hose to prevent the patient's blood from leaking out. It did not affect the patient's current inspection test, and the patient had no adverse reactions.